Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 113, 82 and 96 mg/dl. The customer's expected fasting blood glucose test result range is 65 - 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 122 mg/dl using truemetrix air meter and 120 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is 11/10/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:113mg/dl.